Manufacturer narrative:
Correction b5, d4, d6a. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right t12 lead had high impedances.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2026, wherein the lead was replaced to address the issue. Therapy was restored post-operatively.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedances. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead has the high impedances.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8583636. Common device name: slim tip, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8166570.